Event description:
It was reported that this pacemaker system was exhibiting loss of capture and the patient presented to the emergency room. Technical services (ts) was consulted and the pacemaker system was reprogrammed. The patient received a holter and will have a follow up. This pacemaker system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).